Event description:
Heartmate 2 left ventricular assist device (lvad) presents with hemoglobinuria and high lactic acid dehydrogenase (ldh) in the setting of international normalized ratio (inr) 1.1. Ldh peaked at 2000; haptoglobin < 10; plasma hemoglobin 55. Heparin nomogram was started, and IV fluids were given to given to decrease risk of pigment nephropathy. Decision was made to pursue status 3 for heart transplant for lvad complication, and if patient condition/lvad deteriorated, then we would move forward with heartmate 2 to heartmate 3 exchange. While waiting in hospital as status 3, the hemoglobinuria resolved and ldh returned to pre-admission baseline. Patient desired discharge rather than pursue surgery this hospitalization; patient understands risks of embolic event and hemolysis recurrence and agrees to lvad exchange if hemolysis recurs. Heparin to coumadin bridging was completed and patient was discharged on aspirin 325 mg.